Event description:
Info that the bed hi/lo at head would drifts down slightly. No injury alleged.

Manufacturer narrative:
Tech found that the bed hi-lo at head would drift slightly. Isolated the problem to cylinder. Replaced the bed hi-low head cylinder to resolve this issue bed found on med/surg unit.